Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of elevated cocr levels, tissue/bone destruction, and pain. Subsequently, the patient was revised on (B)(6) 2012. The modular head and acetabular cup were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of elevated cocr levels, tissue/bone destruction, and pain. Subsequently, the patient was revised on (B)(6) 2012. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure performed on (B)(6) 2012 was due to wear with osteolysis and loosening of the acetabular component. The surgeon noted a moderate amount of mirky-looking fluid within the hip, metal stent stained synovium throughout its periphery, and erosion of the acetabular bone around the acetabular component.

Manufacturer narrative:
This follow-up report is being filed to relay relevant laboratory testing and additional information surrounding the revision, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03281 / 03282).